Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that the patient faced bleeding event due to skin issue and which led to asymptomatic elevated blood glucose on (B)(6) 2026 and it was addressed by correction via insulin by pen.